Manufacturer narrative:
The device was returned to olympus for evaluation where service was unable to confirm the customer's complaint. Service found the light guide connector was contaminated, the serial ring was missing, and there were scratches on the main body. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the identified fault patterns are most likely attributable to the use of excessive force by the customer. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the bundle connector was black. The reported problem was found during reprocessing prior to a procedure. There was no harm or user injury reported due to the event.